Event description:
A customer reported to baxter corporate product surveillance that a one-link IV connector had restricted flow observed. According to the report, the alleged defect occurred during patient use in the oncology department. The reporter indicated that the nurse followed the correct connection procedure. The nurse inserted the male luer and twisted, then engaged the retractable collar. The one-link was connected to an angiocath on a patient and was infusing warm blood. According to the nurse, after an unknown amount of time, the sigma spectrum pump alarmed for an occlusion. The nurse could not clear the alarm, and therefore the nurse attempted to remove the one-link luer activated device. Due to the back pressure from the pump, blood spewed all over the room. The one-link was removed from the IV set-up and a direct connection was made to the angiocath. Therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention. The reported clarified that the facility was a recent conversion from microclave. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.